Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that two nights before this report, the tubing came out from the infusion set while sleeping. The patient woke up in the morning and realized that tubing had detached at the quick release. Patient's blood glucose level at the time of this incident was 328 mg/dl, which the patient self-treated with a pump. The site location was above hip on right side of abdomen. The infusion had been in use for about a day and half and the infusions were stored in the house. There was no stress or pull on the tubing and the patient was unsure if the pump was dropped with the set connected to the patient's body. Patient's last blood glucose level was 136 mg/dl about an hour before this report. No further information available.